Event description:
It was reported that a power on reset (por) occurred and was not successfully cleared. It was stated that the error code accompanying the por was unknown. It was reported that another device interrogation would be attempted (B)(6) 2014. It was stated that the patient¿s device had not been used for about one year. It was reported that the patient was alive with no injury at the time of this report. It was stated that no patient symptoms or complications were associated with the event. Additional information received reported that the por was not successfully cleared. It was reported that the battery would not hold the charge. It was reported that overdischarge was confirmed. It was noted that two unsuccessful recharge attempts were done on (B)(6) 2014. It was reported that the patient would receive a battery replacement. It was reported that the patient had no therapy at this time and the date of replacement had not been determined yet.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 74002, lot# n233286, implanted: (B)(6) 2010, product type: adapter; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3998cws, lot# n26906, implanted: (B)(6) 2004, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 74002, lot# n233286, implanted: (B)(6) 2010, product type: adapter; product ID 74002, lot# n233286, implanted: (B)(6) 2010, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) replacement was scheduled for 2014-(B)(6). Additional information received reported the patient had a hernia and that took precedence over their ins. The reporter stated that at this point the patient did not have an ins replacement date.